Manufacturer narrative:
The complainant identified in this report is the same as previously reported to FDA, in april 2008. This report involves another reaction of the same nature that the complainant recently experienced.on july 27, 2009, the complainant reported, to metrex research corporation, about an incident that occurred the same month. The complainant reported that while she was working she began to experience trouble breathing. She later found out that one container of caviwipes was on a co-worker's desk 20 feet away. The complainant has had prior similar reactions to being in the same vicinity of containers of caviwipes. The complainant had to leave the office. Ems was called and the complainant was taken to the hospital to be treated. The complainant was in the hospital receiving treatment for 5 hours. Dexamethazone and benadryl were given. The complainant is currently recovering from the incident.no product was returned and no lot number was specified; therefore, no evaluation could be conducted.this is the final report. No lot no. Specified and not returned

Event description:
In 2009, a complainant reported that she experienced difficulty breathing and later found out that one container of caviwipes was on a co-worker's desk 20 feet away. Ems was called and the complainant was taken to the hospital to be treated. The complainant was in the hospital receiving treatment for 5 hours. Dexamethazone and benadryl were given.